Event description:
Patient reported, the infusion set cannula to the infusion device is crimped. Patient stated no problems during preparation or insertion. Patient reported the infusion set leaked on 2 occasions. Patient reported experiencing elevated blood glucose values in the 20's mmol/l (360 mg/dl). Patient's normal blood glucose levels were not provided. Patient stated the infusion set cannula was kinked on both occasions when the infusion set was removed. Patient reported noticing the issue within 2 hours of inserting the infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.